Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the staples do not staple firmly enough into the tissue. This caused us real problems during the operation because the individual staples suddenly disappeared in some places. We had to look for them in the operating theater. Additional information is not available.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample from the customer for analysis. A visual check of the in-house sample has been done, checking the staple alignment, anvil, ejection port and latch and no abnormality has been found. Also, the reproducibility with the in-house sample has been verified. With the in-house sample, 3 blank strikes -> 3 strikes on urethane were performed three times. Since the staples were successfully driven out, the sample is considered to be a good product. On the other hand, the in-house sample was disassembled, and components were observed, but no abnormalities such as dirt or scratches were found, nor were there any abnormalities in the anvil frontage or anvil protrusion. The dimensions of the remaining 30 staples were also checked, and no problems were found in the measurement results. As a result of checking in-house sample of the same lot number, no abnormality was found in each component of the stapler. Reproducibility tests confirmed that no defects were found and that the staplers could be driven out in the same manner as normal products. Based on the above, it is concluded that the stapler was a good product that met product specifications. As a possible cause of the complaint, it is considered that the stapler ejection port was pressed against a hard object, resulting in incomplete molding of the staple and failure to adequately secure the skin. However, without any sample from the customer, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: after reviewing the production records for this batch, no abnormalities were found which could lead to this complaint. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis and in-house sample fulfils product specifications. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.